Manufacturer narrative:
(B)(4) the reported event of clip failed to separate from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2011 during a colonoscopy. According to the complainant, the clip was positioned at the mucosal tear, and fired. However, after withdrawing the device from the patient, the user observed that the clip had not released from the delivery catheter. Reportedly, some bleeding was noted. The procedure was successfully completed using three resolution hemostasis clipping devices. The patient's condition was reported as being fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2011 during a colonoscopy. According to the complainant, the clip was positioned at the mucosal tear, and fired. However, after withdrawing the device from the patient, the user observed that the clip had not released from the delivery catheter. Reportedly, some bleeding was noted. The procedure was successfully completed using three resolution hemostasis clipping devices. The patient's condition was reported as being fine post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly fully deployed inside the oversheath. The control wire was separated per design. The reported event of clip failed to release was not able to be confirmed as the clip assembly was received separated from the delivery catheter. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.